Event description:
It was reported that an arteriotomy closure of a moderately calcified common femoral artery was achieved using a perclose proglide device after a percutaneous coronary interventional stenting procedure. Reportedly, after suture deployment, the guide wire could not be inserted into the perclose proglide device. Hemostasis was achieved using the sutures of the perclose proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Add'l devices: concomitant medical devices: dil cath: 2.5x12 nc trek; stent: 2.5x28mm xience v, 2.5x15 xience v; heparin. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The proglide device was used in a moderately calcified vessel and per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of a cuff miss was unable to be confirmed, because key components were not returned. Based on the visual inspection and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.